Manufacturer narrative:
Expiration date: 03/2020. Manufacture date: 03/2015. Based on the available information, this event is deemed to be a reportable malfunction. No product was received although the batch record was reviewed for this lot. The connectors and tubes were both found to be within established specifications. The issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: july 19, 2016. (B)(4).

Event description:
Complaint received reporting a connection issue with the device. Reporter stated "slip joint [connector] is loose connection between other respiratory and easily to come off." No patient harm/involvement was reported for this complaint.